Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported the lead "wasn't working" and it was capped. A new lead was implanted. Follow-up was conducted to obtain information on the lead, but the attempts were unsuccessful. No patient complications have been reported as a result of this event.